Event description:
It was reported that the customer received a no delivery alarm when delivering a bolus. The customer's blood glucose was 215 mg/dl. The customer stated that he was also experiencing low and high blood glucose levels. The customer was able to treat the high blood glucose with insulin pump therapy and the low blood glucose with apple cider and eating a cinnamon raisin bagel. Troubleshooting was done for the no delivery alarm. The customer performed a 5 unit fixed prime, and the insulin did exit. The customer stated that the cannula was not bent. The customer stated that there were bubbles in the cannula after pulling it from the body. The customer declined troubleshooting for air bubbles. Explained that there may have been an insertion site related issue. Advised to change the entire infusion set. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.